Event description:
It was reported that a patient presented to the hospital after receiving a shock. Device interrogation revealed rapid af with multiple inappropriate and aborted shocks. The patient was feeling tired during af episodes. Programming changes were made. The patient was stable post-event.

Manufacturer narrative:
Manufacturer report 2938836-2016-05116, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).